Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that the machine automatically switched off without an alarm, even though the battery was fully charged. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that a defective component on the system board prevents the battery from charging but does not impact functionality. No product performance issue was identified, based on the investigation, the customer complaint could not be confirmed. Initial reporter address exceeded the maximum allowable characters, address is as follows: (B)(6).